Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was off sync. A technical support specialist contacted pharmacy and discovered that two nurses had requested the same medication for the patient. Pharmacy staff were able to adjust the order and approve the medication for issuance to the nurse. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the nurse received a text message indicating that a medication request had been approved. However, when they attempted to rxverify the prescription on the device, the system still displayed the status as requested instead of approved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the nurse received a text message indicating that a medication request had been approved. However, when they attempted to rxverify the prescription on the device, the system still displayed the status as requested instead of approved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.